Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient had pain at the pocket and at the midline incision site. It was believed that the patient had a disorder in which the body over produces scars tissue and because of this, the patient felt like there was burning and tugging at the pocket site. The physician did not suspect device malfunction. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2108-50m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain at the pocket and at the midline incision site. It was believed that the patient had a disorder in which the body over produces scars tissue and because of this, the patient felt like there was burning and tugging at the pocket site. The physician did not suspect device malfunction. The patient underwent an explant procedure.